Event description:
The customer reported visualizing smoke from the alaris system during a patient infusion. The customer is unsure which device caused the smoking. The biomed inspected the devices and noticed melting and burn marks to the iui connectors. This event occurred in the emergency room. No patient harm and no medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file number: (B)(4). Although requested, the device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.